Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a medical waste container. The customer reports they were processing specimens and their right middle finger got stuck by a urine straw needle. The customer was transferring urine from a sterile urine container to a ua tube with a urine straw, with their right hand they disposed of the urine straw into the new sharps container, the customer noticed the urine straw did not fall into the sharps container like it should, it was stuck on an angle on the right side of the container. The customer used their right hand to move the urine straw, as they moved the straw to fall down it jerked back and stuck their finger then fell into the container.